Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues were encountered and the balloon was sticking to the stent. The physician deployed a taxus express2 drug eluting 3.0x32 stent in the left anterior descending artery. The lesion was pre-dilated with a 3.0x20mm quantum maverick balloon at 14 atms. After the stent had deployed, the physician deflated the balloon but was unable to withdraw the delivery system because the balloon was sticking to the stent. The physician manipulated the balloon for 10-15 minutes by inflating and deflating the balloon, advancing and tugging before it released. There were no pt complications.